Event description:
It was reported that pump experienced malfunction while customer was in hot and humid conditions and was sweaty. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.